Event description:
It was identified as an internal finding that a bulk non-sterile needle was added to a custom procedure kit that is not sterilized prior to use. The needle was added to a kit that contains commodity items that are used after delivery for infant care. The needle is required to be sterile for use. The kits were distributed to 1 distribution center, were then returned to our firm, and were not further shipped to user facilities or used on patients.